Manufacturer narrative:
Report for the abandoned lld ez is MDR report 1721279-2014-00096.

Event description:
Lead management case to extract two cardiac leads during a gen change. The first lead was a 1581 riata (impl. (B)(6) 2006 in the rv), due to exposed cables the decision was made to use a 16f glidelight for extraction. An lld ez was used to prep the lead and lasing began with the glidelight. The glidelight was moving slowly and smoothly with no indication of a complication, upon entering the ra progress was halted and it was noticed under fluoroscopy that the lead started to bunch up. A little more progress was attempted before deciding to change over to the ra lead (sjm ventratek model number unknown implanted (B)(6) 2006) when the blood pressure dropped. The surgeon immediately performed a sternotomy and on examination of the site it was discovered that the entire innominate was torn. It was believed by the physician that the lead had been extra-cardiac providing an externalized track for the glidelight to follow causing the tear. The innominate injury was repaired and extraction attempts were stopped for fear of causing the vessel to tear further. The lld ez was cut and capped within the lead. The patient survived intervention.